Manufacturer narrative:
Concomitant medical products: lisinopril, lipitor, post-treatment of ice. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that about three months ago a patient was injected in the perioral lines around the mouth with .55 of juvéderm volbella® xc. About a month and a half later, patient began experiencing hard lumps where product was injected described as "inflammatory nodules", which they then reported to their hcp a week later. Healthcare professional reportedly injected hyaluronidase and fluorouracil with lidocaine on that date and then also again two weeks later. Symptoms are ongoing but are "greatly improved."